Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that every time they shut the car door it gives them a shock. They patient stated that it is like static electricity every time. They were redirected to speak with their healthcare provider about the issue. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.